Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customers blood glucose level was 1500 mg/dl at time of incident. Another blood glucose level was 372 mg/dl. The customer declined with troubleshooting for high blood glucose. Customer stated that insulin pump had crack on the battery compartment. The customer was treated with insulin drip in hospital. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.